Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The long target lesion was located in the very tortuous mid left anterior descending artery. After pre-dilation was performed using a balloon catheter, a 4.00 x 38 synergy ii drug-eluting stent crossed the lesion despite the struggle encountered upon crossing, but as the device was pulled back, the stent came off the balloon. Another balloon catheter was placed distal because it was still wired and inflated the balloon. The stent was pulled back into the sheath and removed outside the patient's body. The procedure was completed using two shorter stents. No patient complications were reported and the patient's status was fine.